Manufacturer narrative:
Event date: (B)(6) 2010. Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during preparation for a rotational atherectomy treatment procedure, unstable device speed occurred. While platforming the 1.25mm rotalink plus device outside the body, the speed quickly increased and then decreased "by itself" when they were adjusting the rotation speed. The rotalink plus unit was exchanged for another 1.25mm rotalink plus to successfully complete the procedure. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by manufacturer: a tug test was performed to examine the integrity of the connection. A connect/disconnect test was carried out with no issues noted. The rotablator plus unit was wire guided using a control guide wire and no issues were noted. No issue was noted with the handshake connection of the rotablator plus unit. The rotablator plus unit was wet tested. The device reached 103k rpm. Optimum speed was not achieved. The rotablator catheter unit was wet tested using a control advancer unit and no issue was noted with the catheter unit. The advancer unit was dismantled to examine the turbine. It was noted that the flanged ball bearing had a cracked retainer. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is supplier manufacture. (B)(4).

Event description:
It was reported that during preparation for a rotational atherectomy treatment procedure, unstable device speed occurred. While platforming the 1.25mm rotalink plus device outside the body, the speed quickly increased and then decreased "by itself" when they were adjusting the rotation speed. The rotalink plus unit was exchanged for another 1.25mm rotalink plus to successfully complete the procedure. No patient complications were reported and the patient's status is stable.